Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refz1118 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "supervisor as well as a lines inserter called me to let me know that the product above was faulty. She has placed thousands of these catheters and this one would not pierce through the patients skin. It was not the needle but appeared to be at the needle/catheter transition area. She said it seemed like a rough transition and instead of forcing it, she aborted this procedure and got a new product which placed with ease."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult to insert catheter is confirmed but the exact cause could not be determined. Two photo samples of a powerglide pro catheter were provided for evaluation. The first image shows the product packaging which indicates lot: refz1118. The second image shows the distal end of the powerglide pro housing containing the needle and catheter. Deformation on the tip of the catheter appeared to be present; however, the characteristics of the deformation could not be closely inspected from the image. Based on the images provided, possible contributing factors include advancement against resistance and catheter tip taper damage. Since the deformation was noted on the catheter tip, the complaint is confirmed but the exact cause remains unknown at this time. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "supervisor as well as a lines inserter called me to let me know that the product above was faulty. She has placed thousands of these catheters and this one would not pierce through the patients skin. It was not the needle but appeared to be at the needle/catheter transition area. She said it seemed like a rough transition and instead of forcing it, she aborted this procedure and got a new product which placed with ease."